Event description:
It was reported that during a ptca procedure, the balloon would not deflate after the first inflation to 10 atm's. The balloon was removed fully inflated without incident. No patient injuries or complications occurred.